Event description:
It was reported that during routine follow-up, shock impedance for this right ventricular (rv) lead was measured at greater than approximately 200 ohms, with prior trend data indicating values consistently around 65 ohms. This elevated measurement was considered a potentially isolated occurrence. Programming adjustments were performed. Subsequent measurements following this adjustment were reported within normal range. It was further reported that shock impedance will be reassessed at the next follow-up visit. This rv lead remains in service. No adverse patient effects were reported.

Manufacturer narrative:
This product investigation is still in progress. This report will be updated when product investigation is complete.